Manufacturer narrative:
(B)(4).

Event description:
Consumer complaint of erratic blood glucose results. Expected fasting blood glucose test result range is 100 mg/dl. Testing performed 3 times daily. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 310mg/dl (B)(6) 2015 11:10pm; 219mg/dl (B)(6) 2015 06:49pm; 123mg/dl (B)(6) 2015 06:47am; 558mg/dl (B)(6) 2015 11:58am; 427mg/dl (B)(6) 2015 04:15am; adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction incorrect control solution used. Investigation completed and product evaluated with no defects found. (B)(4).

Event description:
Consumer complaint of erratic blood glucose results. Expected fasting blood glucose test result range is 100 mg/dl. Testing performed 3 times daily. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 310mg/dl, (B)(6) 2015 11:10pm. 219mg/dl, (B)(6) 2015 06:49pm. 123mg/dl, (B)(6) 2015 06:47am. 558mg/dl, (B)(6) 2015 11:58am. 427mg/dl, (B)(6) 2015 04:15am. Adverse event not reported.